Event description:
While reviewing report from outgoing rn regarding iabp that it was constantly alarming since it was received from or/cath lab. The iabp alarmed again and screen showed iabp leak and found out that "blood specks" were noticed on the tubing. Initially, tried to clean the outside of the tubing thought it might just be some dirt. But it was inside the tubing. The doctors called immediately and were ordered to stop the ibap. Once the iabp was stopped, blood slowly came out of the tubing significantly.

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).